Event description:
Nursing asst was giving resident a whilrpool bath. Assistant states she used proper procedure for using the tub including fastening the seatbelt on the chair. The cna removed the resident from the tub and lowered the chair to 2' above the bathroom floor. At this point she said the resident leaned forward and the seat belt released. The resident fell to the floor hitting her right shoulder, hip and face. Resident was transferred to med ctr for treatment. Radiology report indicated right elbow and right humerous fracture.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.